Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The account found the nurse call was not enabled. The account enabled the nurse call and connected the sidecom tester. The nurse call functioned and lights, but there was no functions of television, radio, or volume control. The account installed a new sidecom board to resolve the issue.